Event description:
It was reported that the patient experienced muscle stimulation when the right atrial lead was tested during a lead change out procedure. An insulation anomaly was suspected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.